Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 526 mg/dl. The wife stated that she gave a bolus and was not sure of how to use it. The wife stated that they were using the bolus wizard. The wife stated that they received a lost sensor alarm but they are not using the sensor. The customer was advised to clear the bolus screen since there was not blood glucose amount. The customer was advised to check his blood glucose after half an hour to see if his blood glucose would go down. The customer declined to troubleshoot.